Manufacturer narrative:
UDI not available as product manufactured before 9/24/2014. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the right atrial lead was electively replaced due to poor thresholds. Chest x-ray looked like the lead had been pulled backward barely holding onto the tissue. During the laser lead extraction, patient¿s blood pressure started to fall, which clearly showed that there was a perforation at the site. Echo showed small amount of fluid within the pericardial space. An emergent sternotomy was performed relieving the pericardial effusion/cardiac tamponade. At this point, normal blood pressure was returned and the right atrial appendage was repaired by pledgeted prolene suture. The lead was replaced, and the patient tolerated the procedure quite well.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 3.3-4.0 cm from the distal tip consistent with friction to another device or feature of the heart. The outer insulation was breached and exposed the outer coil at the distal region of the lead. This is consistent with the observation of high capture threshold.